Event description:
It was reported that during an ivc filter retrieval procedure, the tip of the sheath was damaged and the marker band detached from the sheath of the recovery cone removal system. Allegedly, the physician was having a difficult time advancing the device; a portion of the dilator was advanced easily; however, the tip of the sheath could not be advanced and it got damaged. The physician removed the device from the patient and identified the problem at the tip to be minor. Therefore, the physician was going to re-advance the device and was wiping the sheath but the marker band came off. The physician decided not to use the device and another sheath and dilator were used for the procedure. There was no patent injury. Reportedly, before advancing the sheath, the access site had been pre-dilated with an 8f and then with a 10f dilator.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device was returned; however, the evaluation is underway. It should be noted that it was reported that the vessel was dilated to 10f prior to insertion of the catheter. The instructions for use for this device states: "pre-dilate the accessed vessel with a 12f dilator."